Event description:
It was reported that a patient presented to clinic with a vibratory alert. Upon interrogation the svc vector displayed high, out of range, high voltage lead impedance. Further testing showed normal range. The patient is stable and will be monitored.

Manufacturer narrative:
(B)(4).